Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the jaw of the expressew iii autocapture + suture passer was not consistently opening and closing. The complaint device was received and evaluated. Visual observations reveals that the expresssew is slightly worn and used, but in expected condition. The jaws doesn¿t close normally contributing to the holding failure, besides the upper jaw was loose when the jaws are closed. Therefore, this complaint can be confirmed. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip. As a result, when the trigger was operated, there was slight resistance noted but fully functional. The possible root cause for the reported failure can be related when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually loose the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. Besides, an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components and generate a resistance during the deployment. However it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during a rotator cuff repair, it was observed that the jaw of the expressew iii autocapture + suture passer device was not consistently opening and closing. During in-house engineering evaluation, it was determined that the jaws did not close normally contributing to the holding failure and the upper jaw was loose when the jaws were closed. Another device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.